Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods before menopause') in an adult female patient who had essure (batch no. 704971) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), myalgia ("muscle pain"), deafness ("hearing loss"), tinnitus ("tinnitus"), dry eye ("dry eyes"), feeling cold ("severe chilliness"), loss of libido ("loss of libido"), premature menopause ("early menopause ((B)(6) years old)"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), memory impairment ("memory disorders"), disturbance in attention ("trouble concentrating"), aphasia ("difficulty finding my words"), paraesthesia ("tingling in the hands"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), fibromyalgia ("pain similar to fibromyalgia"), loose tooth ("tooth loosening"), oedema ("oedema"), visual impairment ("visual disorders"), arthralgia ("joint pain/ pain in the hips, knees, elbows, shoulders"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), dermatitis contact ("allergies to hair dye products"), depression ("depression") and libido decreased ("decrease in sexual relations"). The patient was treated with surgery (surgery to remove the essure device). At the time of the report, the menorrhagia outcome was unknown and the fatigue, cognitive disorder, sleep disorder, renal pain, myalgia, deafness, tinnitus, dry eye, feeling cold, loss of libido, premature menopause, cardiovascular disorder, peripheral coldness, memory impairment, disturbance in attention, aphasia, paraesthesia, muscle spasms, limb discomfort, hot flush, fibromyalgia, loose tooth, oedema, visual impairment, arthralgia, tendon pain, neck pain, back pain, dermatitis contact and depression had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, back pain, cardiovascular disorder, cognitive disorder, deafness, depression, dermatitis contact, disturbance in attention, dry eye, fatigue, feeling cold, fibromyalgia, hot flush, libido decreased, limb discomfort, loose tooth, loss of libido, memory impairment, menorrhagia, muscle spasms, myalgia, neck pain, oedema, paraesthesia, peripheral coldness, premature menopause, renal pain, sleep disorder, tendon pain, tinnitus and visual impairment with essure. The reporter commented: patient's current status events ongoing, daily life difficulties, loss of ability to work full time, inability to perform any sporting activity, decrease in physical capacity, consequences on leisure activities with my partner, decrease in sexual relations, surgery to remove the essure device we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 27-jan-2021. The most recent information was received on 03-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods before menopause') in an adult female patient who had essure (batch no. 704971) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), myalgia ("muscle pain"), deafness ("hearing loss"), tinnitus ("tinnitus"), dry eye ("dry eyes"), feeling cold ("severe chilliness"), loss of libido ("loss of libido"), premature menopause ("early menopause (48 years old)"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), memory impairment ("memory disorders"), disturbance in attention ("trouble concentrating"), aphasia ("difficulty finding my words"), paraesthesia ("tingling in the hands"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), fibromyalgia ("pain similar to fibromyalgia"), loose tooth ("tooth loosening"), oedema ("oedema"), visual impairment ("visual disorders"), arthralgia ("joint pain/ pain in the hips, knees, elbows, shoulders"), tendon pain ("tendon pain"), neck pain ("neck pain"), back pain ("back pain"), dermatitis contact ("allergies to hair dye products"), depression ("depression") and libido decreased ("decrease in sexual relations"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed. At the time of the report, the menorrhagia outcome was unknown and the fatigue, cognitive disorder, sleep disorder, renal pain, myalgia, deafness, tinnitus, dry eye, feeling cold, loss of libido, premature menopause, cardiovascular disorder, peripheral coldness, memory impairment, disturbance in attention, aphasia, paraesthesia, muscle spasms, limb discomfort, hot flush, fibromyalgia, loose tooth, oedema, visual impairment, arthralgia, tendon pain, neck pain, back pain, dermatitis contact and depression had not resolved. The reporter provided no causality assessment for aphasia, arthralgia, back pain, cardiovascular disorder, cognitive disorder, deafness, depression, dermatitis contact, disturbance in attention, dry eye, fatigue, feeling cold, fibromyalgia, hot flush, libido decreased, limb discomfort, loose tooth, loss of libido, memory impairment, menorrhagia, muscle spasms, myalgia, neck pain, oedema, paraesthesia, peripheral coldness, premature menopause, renal pain, sleep disorder, tendon pain, tinnitus and visual impairment with essure. The reporter commented: patient's current status events ongoing, daily life difficulties, loss of ability to work full time, inability to perform any sporting activity, decrease in physical capacity, consequences on leisure activities with my partner, decrease in sexual relations, surgery to remove the essure device. Lot number: 704971 manufacture date:2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.